Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure that nonrecoverable fault 26002 occurred. Prior to calling, the site powered off the system. The system powered back on with errors 319 against the universal surgical manipulator (usm) nodes. Errors 26002 and 319 were observed in the system logs. The intuitive tech support engineer (tse) walked the caller through an emergency power off (epo) of the patient side cart (psc) with no change. The caller opted to swap out the psc and proceed with a different psc. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred during the procedure. There were no intra-operative or post-operative complications. System functionality was checked upon powering up the system.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced one of the universal surgical manipulators to resolve the issue. The system was tested and verified as ready for use. The usm was returned for failure analysis and the reported failure (error 319) was confirmed and replicated. The unit was tested on an in-house system and failed normal mode as it triggered the 319 error. The unit failed the fiber test. The axes controller motor (acm) board was swapped with a new one and the error no longer occurred. The original acm was reinstalled and the 319 error returned. The unit with a new acm and passed the direction test, lissajous, chip encoder virtual absolute (cva) characterization, sensors check, sine cycle, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. The acm board will be replaced as a fix to the reported problem. A log review confirmed the pancreatectomy procedure occurred on (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.